Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of competitive atrial pacing caused by non-sustained rv oversensing episodes were observed. Episodes of auto mode switch caused by the competitive atrial pacing were also noted. Programming changes were made. The device remains implanted.